Manufacturer narrative:
H6: investigation summary: the customer returned an empty package with no sample to investigate. Without any further information, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10013902 lot number 23019372 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leaked. The following information was provided by the initial reporter: almost two hrs into taxol infusion- patient noticed/felt a bit wet on her arm (couple of drops) called rn right away infusion stopped-noticed the leak is from where the tube is attached to the square section (filter) the low sorbing extension had to be switched to a new one and infusion restarted ¿ no impact on patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leaked. The following information was provided by the initial reporter: almost two hrs into taxol infusion- patient noticed/felt a bit wet on her arm (couple of drops) called rn right away infusion stopped-noticed the leak is from where the tube is attached to the square section (filter) the low sorbing extension had to be switched to a new one and infusion restarted ¿ no impact on patient.